Event description:
It was reported that the pulse generator exhibited a telemetry radiofrequency anomaly when attempting to establish a connection with the merlin.net transmitter. The patient was brought into the clinic and a device software download was successfully performed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.